Event description:
This complaint is reportable based on analysis completed on 16jan2012. It was reported that during a percutaneous coronary intervention procedure, the stent could not cross the target lesion. Vascular access was gained via the left radial artery. The 80% stenosed 3.0 x 22mm lesion was located in a non-calcified, moderately tortuous left anterior descending artery. The de novo lesion was eccentric and had a significant bend, greater than 90 degrees. The lesion was predilated. The 8 x 3.00mm taxus liberte stent delivery system was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, stent damage was also noted. A visual and microscopic examination identified stent damage. One stent strut was raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).